Event description:
It was reported that the patient received inappropriate therapies due to oversensing. High capture threshold was also noted. An insulation anomaly was suspected but x-ray showed no anomalies. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.